Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, although the procedure was performed on the incorrect side per report ¿the labeling of the device was not incorrect¿ and ¿the patient is in good health and has not experienced any problems.¿ the future impact to the patient beyond the procedure cannot be determined. No further clinical/medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable cause could include but not limited to procedural variance or user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Date of event: information was updated.

Event description:
It was reported that the evos 2.7mm/3.5mm olecranon plate with tines 4h l 82mm was implanted in the right arm of the patient and later it was found out that the device was intended for the left side. The patient is in good health and has not experienced any problems. The labeling of the device was not incorrect.

Event description:
It was reported that the evos 2.7mm/3.5mm olecranon plate with tines 4h l 82mm was implanted in the right arm of the patient and later it was found out that the device was intended for the left side. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.